Event description:
Right total knee replacement performed 8/23/90. Arthroscopy in 1993 showed mild synovitis with a small focal area of polyethylene wear. Due to progression of symptoms and instability, total revision was required 9/5/96.